Event description:
The patient was scheduled for a neurostimulator pull on (B)(6) 2024. During the procedure, the occipital neurostimulator was pulling which caused the incision to become red, itchy, and irritated. Antibiotics were prescribed and a bandage was placed on the incision.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts and using inappropriate tools have been ruled out as potential causes. However, the device was implanted in an off-label location as it was implanted at the occipital nerve. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev 6, "the freedom pns system is not intended to treat pain in the craniofacial region". The stimulator is used to treat pain. The cause of the reported issue is due to off-label use as the device was implanted in the craniofacial region at the occipital nerve (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.